Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The button error alarm was unable to be confirmed due to unresponsive keypad. The pump was received with the following cosmetic damage; cracked case near the display window corner, crack on display corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is frozen and the keys are not working. Customer indicated that the pump is beeping and vibrating and not responding to her touch. Customer does not recall any significant events leading to the error. Customer's blood glucose was 350 mg/dl at the time of incident. Customer declined to troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.